Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample revealed that it was received one paper lid and one winding former with some suture pieces that pertain to product code y3170h. As per visual inspection of the folder, it was noted that the suture has started with the degradation process, due to the time of exposure of sutures to the environment could not be determined. In addition, the foil was not returned for evaluation. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported an animal underwent a mammectomy procedure on (B)(6) 2023 and suture was used. During the procedure, disintegration of the first monocryl used from the box occurred. During the extraction of the monocryl from his pocket, the thread has crumbled and fragmented. Surgery could be completed, using a new thread, from another box (different lot), without impact on the dog. No adverse patient consequences were reported. Additional information was requested.